Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the evaluation. Failure analysis (fa) confirmed the reported complaint. Using specific fiber power trending tool it was noted that the parallelogram fiber was logging low fiber values. The usm was tested on an in-house system in normal mode where it failed with an 11 error. The usm was then tested on a psc fixture test platform (pftp) where a low fiber value was recorded during fiber test on the parallelogram with an 1126 error. The parallelogram fiber will be replaced as a fix to the reported problem. Additionally, the yaw searchlight single axis (slsa) will be replaced due to sensor check failures. There were blemishes on link 1, cannula, and axes controller, arm (aca) cover, and scratches on yaw and pitch housing.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, there were errors on universal surgical manipulator (usm1). The technical support engineer (tse) viewed live logs and found 319 error on usm1. The customer reported they power cycled the system and disabled the usm before calling technical support. The tse walked the customer through a system power cycle and hard power cycle of the patient side cart (psc). The system powered on without error. Tse explained to customer that this error could come back. No further troubleshooting was completed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi has received the usm for evaluation; however, failure analysis investigation has not been completed. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. A review of the procedure logs was performed. Per the review, the following was confirmed: system serial - (B)(4), event date ¿ (B)(6) 2022, and procedure name benign hysterectomy. A review of the site's system logs for the reported procedure date was conducted by the tse. Investigation revealed the following possible related system errors: 19 - node 177 is not present at startup, node name: axes controller arm a(ca) in armnet1 usm. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: a usm was disabled after the completion of the procedure. Fse replaced usm1 due to 319 error. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.